Event description:
It was reported that the lead was removed from service due to bipolar impedance 391 ohms and unipolar 431; question insulation integrity. No patient complications have been reported as a result of this event.